Event description:
The hill-rom field technician found that the breaks would not hold on this bed. He found that the casters were worn due to the age of the bed. He adjusted the caster breaks to correct the issue. No adverse events were reported.